Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, peritoneal dialysis was discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.